Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of refw1261 showed no other similar product complaint(s) from this lot number. Device not returned.

Event description:
It was reported that leaking PICC. Staff advise this device was inserted (B)(6) 2022 by one of our specialist inserters under ECG guidance. Line was located in r cephalic vein. Staff advised leaking evident since dressing was changed 4 days prior. This patient had chemotherapy administered through the line (oxaliplatin, irinotecan, leucorovrin, fluorouracil), and saline. Mark at skin was 7cm, skin to hub 17cm. Line was removed. There was no phlebitis, pain or swelling evident. Line was discarded.